Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed with no issues noted. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device exhibited an inaccurate fluid reading during drain four of four of peritoneal dialysis therapy. The patient was connected at the time of the event. The drain volume on the device continued to increase although the bag wasn't filling any more. The patient manually drained until a new machine was used. There was no patient injury or medical intervention associated with this event. No additional information is available.